Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) possibly delivered inappropriate shocks for episodes of atrial fibrillation (af) with a rapid ventricular response detected as ventricular fibrillation (vf) episodes. It was noted that the patient also experienced frequent ventricular ectopy. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.